Event description:
Caller reports, the pt tested 4.9 inr on the coaguchek xs system and 3.7 inr on a comparison lab. No action taken based on values. No adverse event reported. Requested return of suspect system and replacement sent.